Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse found that the customer failed the monthly system check. The cse ran all service tests, which resulted within specifications. The cse replaced reagent probe 1 (r1) mixer to resolve the failed monthly system check, after which the test passed. The cse proactively replaced reagent probe 2 (r2) mixer printed circuit board assembly. The cse then observed an improvement in r2 mixer current. The cse auto-aligned r1 and ran a quick check which passed. The cse ran quality controls, which passed. The cse ran precision testing on mg and another method, which passed. A siemens headquarter support center (hsc) reviewed the instrument data. The hemolysis, icterus, lipemia (hil) indices indicated that there was no evidence of visible hil interference. The mg photometer data indicated inconsistent signal reads after cycle 6, at which point sample would have been added to the cuvette. There was no indication of a reagent addition issue in photometer data. Hsc concluded that no abnormal results were observed on other specimens and the low outliers for sample ID (B)(6) were all processed from the original specimen tube. The cause of the discordant, falsely depressed mg results on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed magnesium (mg) results were obtained upon initial and repeat testing on one patient sample on a dimension vista 500 instrument. The discordant results were not reported to the physician(s). The sample was repeated on the same instrument and on an alternate dimension vista instrument, resulting higher. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed mg results.